Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock. Episode and impedance trend review was requested. The inappropriate therapy resulted from oversensing of low amplitude measurements. Review of the stored data noted decreased sensing measurements of approximately fifty percent over the past four years. The most recent shock impedance was 155 ohms with a prior measurement of 70 ohms. X-ray identified suboptimal placement of the subcutaneous implantable cardioverter defibrillator (sicd) which is more anterior. Automatic set up was performed and the device picked primary 2x and smartpass on. A boston scientific technical services consultant discussed consideration of a revision procedure due to the suboptimal placement and increased impedance. The system remains in service and no adverse patient effects were reported. Additional information was received that the patient was brought into the clinic for further evaluation and x-ray review noted some subcutaneous tissue under the electrode coil. The bsc ts consultant reviewed labeling recommendations and shock efficacy as it relates to increasing shock impedance measurements. The system remains in service and no adverse patient effects were reported. It was reported that this system was subsequently explanted and replaced with another bsc sicd system. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock. Episode and impedance trend review was requested. The inappropriate therapy resulted from oversensing of low amplitude measurements. Review of the stored data noted decreased sensing measurements of approximately fifty percent over the past four years. The most recent shock impedance was 155 ohms with a prior measurement of 70 ohms. X-ray identified suboptimal placement of the subcutaneous implantable cardioverter defibrillator (sicd) which is more anterior. Automatic set up was performed and the device picked primary 2x and smartpass on. A boston scientific technical services consultant discussed consideration of a revision procedure due to the suboptimal placement and increased impedance. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock. Episode and impedance trend review was requested. The inappropriate therapy resulted from oversensing of low amplitude measurements. Review of the stored data noted decreased sensing measurements of approximately fifty percent over the past four years. The most recent shock impedance was 155 ohms with a prior measurement of 70 ohms. X-ray identified suboptimal placement of the subcutaneous implantable cardioverter defibrillator (sicd) which is more anterior. Automatic set up was performed and the device picked primary 2x and smartpass on. A boston scientific technical services consultant discussed consideration of a revision procedure due to the suboptimal placement and increased impedance. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the model number and catalog number. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial reporter information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock. Episode and impedance trend review was requested. The inappropriate therapy resulted from oversensing of low amplitude measurements. Review of the stored data noted decreased sensing measurements of approximately fifty percent over the past four years. The most recent shock impedance was 155 ohms with a prior measurement of 70 ohms. X-ray identified suboptimal placement of the subcutaneous implantable cardioverter defibrillator (sicd) which is more anterior. Automatic set up was performed and the device picked primary 2x and smartpass on. A boston scientific technical services consultant discussed consideration of a revision procedure due to the suboptimal placement and increased impedance. The system remains in service and no adverse patient effects were reported.